Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer changed out all supplies and resumed insulin therapy. Customer's blood glucose level was between 258-371 mg/dl with moderate ketones that were addressed with a bolus and manual correction injection.